Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the esc button was not working. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had battery out limit alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm and audio or beep anomaly noted. Device received with cracked case near display window corners and cracked on display window noted.